Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Reported symptom of "heat stroke" can not be matched to any patient problem code.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged meter inaccuracy began sometime in the middle of (B)(6) 2016. The patient reported obtaining alleged inaccurate high blood glucose results of ¿over 100 mg/dl in the mornings¿ with the subject meter compared to her feelings/normal results, which lifescan does not consider a valid comparison to determine an inaccuracy. The patient has gestational diabetes and manages her diabetes with insulin (no adjustments), and reported that from the middle of (B)(6) up until the week she contacted lfs to report the issue, she had been increasing her evening insulin dose on instruction from her doctor. (Insulatard gradually increased from 10 units to 20 units). The patient claimed, due to the alleged inaccuracy she developed symptoms of ¿heat strokes, generally weak¿ which she associated with a low blood sugar. The patient alleges she self-treated her symptoms by consuming ¿candy¿. The patient reported that on (B)(6) 2016 she had obtained a blood glucose reading on the subject meter of ¿104 mg/ld.¿ and a blood glucose reading on a lab device of ¿80 mg/ld. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had been stored correctly (per owner¿s booklet recommendation) and had not expired or, been open longer than the discard date. The csr noted that the patient did not have control solution available to walk through a retest. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that could be associated with severe hypoglycemia after obtaining alleged inaccurate high blood glucose readings with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.